Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and found that the o2 hose was defective and needs to be replaced. No further information was provided and no further issues have been reported after the event. This concerns the gas supply outside the ventilator. The gas supply pressure is checked during pre-use check. If the o2 gas supply fails during ventilation, low o2 levels to the patient may follow and alarms will be raised if set alarm limits are violated. The root cause cannot be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and found that the o2 hose was defective causing the leakage. The reported issue was resolved by dismantling the o2 connector from the o2 hose, cutting down the part of the hose that has the leakage, and then reconnected back the o2 connector to the o2 hose. After the service, the ventilator passed all tests and is in working condition. This concerns the gas supply outside the ventilator. The gas supply pressure is checked during pre-use check. If the o2 gas supply fails during ventilation, low o2 levels to the patient may follow and alarms will be raised if set alarm limits are violated. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective o2 hose. A correction of field # d1 brand name, # d4 version or model #. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).